Event description:
Same case as MDR ID: 2134265-2018-02020. It was reported that stent dislodgement occurred. The 80% stenosed target lesion was located in the calcified right coronary artery (rca). Following pre-dilation with 3.0x20mm and 3.5x15mm nc emerge balloon catheters, a 3.00 x 16mm synergy ii drug-eluting stent was advanced but would not cross the lesion. When the device was removed, it was noted that the stent was not on the balloon. X-ray was performed and it was confirmed that the stent stripped off the balloon in the rca, a guide wire was used to wrap around the stent. The stent, guide catheter and guide wire were removed as one unit. A 3.00 x 8mm synergy ii drug-eluting stent was advanced; however, it was noted that the stent struts got banged up and raised off of the balloon. Multiple additional inflations were then performed using a 3.0x20mm nc emerge balloon catheter and a guide extension catheter. The procedure was completed with another 3.00 x 8mm synergy stent. The patient did not experience any complications.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: a synergy ii us mr 3.00 x 16mm stent delivery system (sds) was returned for analysis. The stent was returned separated from the delivery catheter. The stent was severely damaged; struts were bunched, overlapping and misaligned. There was no stent on the balloon. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were evident on the balloon body indicating correct positioning and crimping of the stent prior to the complaint incident. A visual and tactile examination found multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion found no issues. A visual and microscopic examination found damage to the distal edge of the tip. No other issues were identified during the product analysis. The manufacturing crimp data for this device was reviewed and the crimping process & controls did not highlight any anomalies. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-02020. It was reported that stent dislodgement occurred. The 80% stenosed target lesion was located in the calcified right coronary artery (rca). Following pre-dilation with 3.0x20mm and 3.5x15mm nc emerge balloon catheters, a 3.00 x 16mm synergy ii drug-eluting stent was advanced but would not cross the lesion. When the device was removed, it was noted that the stent was not on the balloon. X-ray was performed and it was confirmed that the stent stripped off the balloon in the rca, a guide wire was used to wrap around the stent. The stent, guide catheter and guide wire were removed as one unit. A 3.00 x 8mm synergy ii drug-eluting stent was advanced; however, it was noted that the stent struts got banged up and raised off of the balloon. Multiple additional inflations were then performed using a 3.0x20mm nc emerge balloon catheter and a guide extension catheter. The procedure was completed with another 3.00 x 8mm synergy stent. The patient did not experience any complications.